Event description:
After using (B)(6) hydrogen peroxide cleaning and disinfecting lens care system, lot # 129023 exp on: 08/2017, experienced unequal pupils. Had to go to ER, CT scan normal. Happened again when using this product after ER visit. Changed solution and symptoms resolved. Frequency: qd. Reason for use: contact lens cleanser.